Event description:
The mechanical structure of a preva unit, serial number (B)(4) separated from its wall mount. The unit hit the patient, however the dental technician caught the unit before the patient was struck with the full force of the machine's weight therefore injury was avoided.